Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was an unspecified cardiac location. A guidezilla was advanced over a wire into the artery and was able to use it normally. The guidezilla was removed. Later in the procedure, the physician went to put the guidezilla back in; however, the hypotube separated from the catheter outside the patient. The procedure was able to be successfully completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned device was a guidezilla guide catheter in 2 pieces, and a non-bsc balloon catheter. There was blood and contrast inside and outside of the guidezilla device. Microscopic and tactile inspection found no irregularities or defects of the distal shaft. Microscopic examination revealed a separation at the collar. Microscopic inspection revealed that the ptfe was pulled out from the collar and attached to the distal shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was an unspecified cardiac location. A guidezilla¿ was advanced over a wire into the artery and was able to use it normally. The guidezilla¿ was removed. Later in the procedure, the physician went to put the guidezilla¿ back in; however, the hypotube separated from the catheter outside the patient. The procedure was able to be successfully completed. No patient complications were reported and the patient¿s status is fine.